Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker stored intermittent high, out-of-range pacing impedance measurements on the right ventricular (rv) lead. The lead reverted to unipolar for pacing and sensing. Technical services reviewed the available data and noted two signal artifact monitor (sam) episodes were stored showing the ra ring to can impedance was greater than 2,000 ohms. Additionally, in the first sam episode minute ventilation (mv) sensor noise was present on the ra channel and in the second sam episode the mv noise was on the rv channel. Oversensing was observed in both sam episodes. The mv sensor automatically disabled. During troubleshooting, no jumps in impedance measurements could be produced; no testing to create noise was performed. The lead was programmed back to bipolar and the mv sensor was programmed off. Technical services discussed the patient movements to perform for noise testing and noted the rv lead could be programmed to bipolar sensing and unipolar pacing. It was reported this patient was pregnant and the device was implanted abdominally, so there was some question about whether this could be the cause of the high impedance values. Technical services discussed this was not likely a factor. No adverse patient effects were reported. The device remains implanted and in service.